Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens as a piggy-back lens, but the lens would not unfold correctly in the pt's eye. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The manufacturer's labeling does not address the piggybacking of lenses and is off-label use. The surgeon used forceps to implant the lens.

Manufacturer narrative:
(B)(4).